Manufacturer narrative:
As reported, the subject patient developed seroma post implant of a phasix mesh. The clinicians have assessed the patient¿s postoperative course of seroma as probably and causally related to the study device with a causal relationship to the procedure. The degree to which the phasix mesh implant used to treat the patient, may have caused or contributed to the postoperative seroma is unknown. Per information provided the event was not associated with a device failure and there was no action taken. No conclusions can be made. A review of the manufacturing records was performed and found the lot was manufactured to specification. Seroma formation is a clinically understood potential complication of surgery/use of the device and is identified in the instructions-for-use provided with the device, as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported per clinical trial (B)(4). The subject patient was admitted to the hospital on (B)(6) 2025. On (B)(6) 2025 the subject patient underwent open primary laparotomy colectomy during which a phasix flat mesh was implanted as an onlay and secured in place with absorbable monofilament sutures. The surgery was done with trimming the phasix mesh. The subject patient had cefoxitin antibiotics used peri operatively. The subject patient was discharged from the hospital on (B)(6) 2025. On (B)(6) 2025, the patient developed a seroma. Per information provided the event was not associated with a device failure and there was no action taken. The reported adverse event (seroma) has been assessed per clinicians as probably and causally related to the study device and a causal relationship to the procedure. The ae has been assessed as mild in severity. The reported adverse event has been assessed as not recovered/not resolved. The reported ae does not meet the definition of a sae (serious adverse event) and the definition of usade (unanticipated serious adverse device event).